Event description:
It was reported that a patient presented with low defibrillation impedance noted on the patient's right ventricular leads. No intervention or adverse patient consequences were reported.